Event description:
It was reported that the user encountered repeated "unable to proceed" errors during multiple supply change attempts on an ilet system using pre-filled fiasp, despite a successful dry run indicating normal pump function. Symptoms included no reported adverse clinical effects and no alarms other than the "unable to proceed" messages. Outcomes included the user pausing therapy changes, using backup therapy, and receiving overnight replacement supplies. Investigation included guided troubleshooting and education by phone. Investigation of this case revealed that the pump operated as intended during a dry run and that the issue was likely attributable to nonconforming or malfunctioning disposable supplies associated with specific lot numbers. It was concluded that the device did not malfunction and that the event was related to suspect consumable components.